Manufacturer narrative:
Sections a1, a4, h3, h5, h8: additional information.

Event description:
Additional information was received on 27mar2019. It stated that the patient had a chest tube inserted on (B)(6)2018. Crx from (B)(6)2018 showed pleural effusion and the chest tube was put in. There was 80 cc of dark drainage. The event resolved on (B)(6)2018.

Manufacturer narrative:
Section b5: additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported bleeding could not be conclusively established through this evaluation. The account communicated that the patient had major bleeding starting on (B)(6)2018. The patient had low hemoglobin and hematocrit, and he was transfused as needed. It was noted that the site of bleeding was not known. The event reportedly resolved on (B)(6)2018. The patient remains ongoing on the heartmate 3 lvas and no further related issues have been reported at this time. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 10 days. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was transfused as needed for low hemoglobin and hematocrit, no site of bleeding. The start date was (B)(6) 2018 with a stop date of (B)(6) 2018. No reported alarms. No other information was provided